Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedure. If the anchor is not attached to the device, monitor the pt (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported an angio-seal was selected for use. A pre-deployment angiogram was performed and there were no problems or unusual events observed during deployment. In recovery, the puncture site was oozing and a femostop was placed with no pressure to attempt to stop the oozing. Pedal pulses were very faint. Although the pedal pulses were faint prior to the procedure, they became weaker until there were no pedal pulses present. Two days post angio-seal deployment, the pt was seen by a vascular surgeon and was taken to surgery that same day where the angio-seal was removed from the pt's popliteal artery. Additional info revealed that the pt was in stable condition post angio-seal removal and was later discharged from the hospital.